Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot number unknown was not returned to cirl. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl, the japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Historical data not reviewed as lot number is unknown. To ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, there were no health consequences or impact to the patient. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07mar2023.

Event description:
The doctor wanted to insert zso-7-4 into the cbd through the prepositioned visiglide 2 angle wire guide, assistant nurse tried to straighten the zso-7-4 using a straightener. The nurse straightened zso's pigtail and passed a wire through, but the wire did not pass. The wire did not pass because the pigtail was bent (382862). The new zso-7-4 was used, and wire guide was not changed (user error: pr 382863). Note: incorrect wire guide used with both devices. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.